Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) (rep, hcp): information was received from a healthcare professional and a manufacturer representative regarding a patient receiving an unknown baclofen with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported they described the way in which the implant occurred and mentioned that they believed that there was inadequate screening prior to implant. They did not say if there was a trial or not. They did mention that they were having issues with continued insurance coverage. A situation was described where the patient experienced a loss of therapy. They went in to the implanting/following healthcare professional (hcp) who only interrogated the pump with the programmer and said it was working fine. The programmed dose may have been increased. It was not that they had read up on the synchromed ii and expected them to troubleshoot via the catheter access port (cap) and they did not. It was noted that they may have returned to this hcp more than once without resolution. They changed to another hcp who immediately checked patency via the cap and determined the catheter was occluded. They described that overall the impact of the therapy was not as positive as expected. They described how the dosage was greatly increased to ¿see if that would work¿ , and it did not and they wanted to discontinue. They were aware of the withdrawal risk and were told that the ramp down from that very high infusion dosage would take 2 years. They did not believe it would take 2 years. The event date was unknown, but the reporter believed it happened in 2008 or 2009 but was not sure. No further complications were reported/anticipated.

Manufacturer narrative:
Removed beginning portion of hcp added as a reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a manufacturer representative regarding a patient receiving an unknown baclofen with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported they described the way in which the implant occurred and mentioned that they believed that there was inadequate screening prior to implant. They did not say if there was a trial or not. They did mention that they were having issues with continued insurance coverage. A situation was described where the patient experienced a loss of therapy. They went in to the implanting/following healthcare professional (hcp) who only interrogated the pump with the programmer and said it was working fine. The programmed dose may have been increased. It was not that they had read up on the synchromed ii and expected them to troubleshoot via the catheter access port (cap) and they did not. It was noted that they may have returned to this hcp more than once without resolution. They changed to another hcp who immediately checked patency via the cap and determined the catheter was occluded. They described that overall the impact of the therapy was not as positive as expected. They described how the dosage was greatly increased to ¿see if that would work¿ , and it did not and they wanted to discontinue. They were aware of the withdrawal risk and were told that the ramp down from that very high infusion dosage would take 2 years. They did not believe it would take 2 years. The event date was unknown, but the reporter believed it happened in 2008 or 2009 but was not sure. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2018-jan-26. It was reported that on (B)(6)2009, the patient was discharged after events following a previous pump failure and replacement [see mfg. Report #. 3004209178-2017-24913 for previous pump failure/replacement; additional information regarding the loss of therapy and catheter occlusion previously reported under this mfg. Report # will now be reported under mfg. Report #3004209178-2017-24913]. Intrathecal baclofen dosing continued as follows: on (B)(6)2009: 1026.9, and on this date it was further noted no improvement in tone/spasticity/dystonia, (B)(6)2009: 900.5 [started decreasing pump levels, physician was not impressed with the effect, (B)(6)2010: 800, (B)(6)2010: 709.7, (B)(6)2010: 645.9, (B)(6)2010: 580.3, (B)(6)2010: 491.4, (B)(6)2010: 418.3, (B)(6)2010: 418.3, (B)(6)2010: 355.6, (B)(6)2010: 299.7, (B)(6)2010: 245.0, (B)(6)2011: 196, (B)(6)2011: 157.0, (B)(6)2011: 126.9, (B)(6)2011: 100, (B)(6)2011: 96, (B)(6)2011: 75.91, (B)(6)2011: 60, (B)(6)2011: 48, (B)(6)2011: 38.99, (B)(6)2011: 30.96, (B)(6)2011: 24.52, (B)(6)2011: zero, filled with saline. On (B)(6)2011, the pump was explanted and not replaced (they wanted to explant in 2009 but the dose could only be reduced 15% every other week, see dosing above for details). After the discontinuation of the intrathecal baclofen, the patient lost rom, and had not had a muscle relaxer since the removal of the pump. On an unspecified date in (B)(6)2017 (reported as about 4 weeks ago, relative to (B)(6)2018), the patient started oral baclofen 5 mg three times per day, which was increased at some point to 10 mg three times daily. No additional information was provided.